Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the initial inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.